Event description:
This is file to report tissue damage requiting surgical intervention and hospitalization. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The patient had presented with thin leaflets. During placement of the first clip, damage to the posterior leaflet was noted. The clip was rearranged and placed more medial. During placement of the second clip, damage to the anterior leaflet was noted. The patient was transferred to surgery and is still in the intensive care unit. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) appears to be due to the anterior leaflet perforation. The cause of the reported unspecified tissue injury (surgical procedure) associated with the anterior leaflet perforation was due to procedural circumstances during clip placement in conjunction with challenging patient anatomy (thin leaflets). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.